Event description:
Baxter reports that a home pt noted the cassette of a homechoice set was leaking after therapy had been completed. Reportedly, the "foil was slitted in the right upper corner of the cassette". Nothing unusual was noted with the over pouch, and no moisture was noted inside the door of the homechoice machine. The homechoice set was not being reused. No pt injury or medical intervention was indicated at time of the initial report. No machine swap was done due to the home pt going through "implantation immediately after this incident".